Event description:
During use of the device for a surgical procedure, the user reported, the sternal saw did not have enough power to cut the bone. An alternate device was employed to conclude the procedure. The user reported, the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.